Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels at around 5:30am each morning (as low as 37 mg/dl). The customer stated that this had been occurring since the customer's healthcare provider (hcp) adjusted the pump basal rates on (B)(6) 2016. Low bg levels were addressed by drinking juice or soda. As the customer was unable to walk the distance to the kitchen, assistance was required to address bg levels. In addition, while hospitalized for congestive heart failure, unrelated to diabetes, the customer experienced a low bg level of 47 mg/dl, due to changes to pump basal rates and not eating well due to feeling sick and being hospitalized. Low bg levels were addressed, with assistance, by drinking juice or soda. A recommendation was made for the customer to consult with the hcp regarding pump settings adjustment.